Event description:
It was reported that the iab was inserted in the pt's right femoral artery. After one month of use, the pump experienced high pressure alarms. The pump was purged and then pumping resumed. Then the pump experienced helium leak, large helium leak, and helium loss alarms. The iab was removed and replaced without any pt complications.